Event description:
One hundred percent of tracheostomy tube cuffs are inflated with air, but this one: bivona tts adjustable neck flange hyperflex tracheostomy tube gets filled with water - not air. In this institution alone there has been at least one incident of a health care provider inflating the cuff with air, thereby causing the balloon cuff to deflate and compromise the pt's airway.